Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the leg, which is off-label usage of the device, on (B)(6) 2026. On (B)(6) 2026, the patient reported experiencing an event that resulted in hospitalization. The patient stated that she had been feeling tired and went to sleep but subsequently lost consciousness. The patient was unable to recall the details surrounding the event and stated that she was uncertain whether the issue was related to inaccurate cgm readings or the absence of insulin in her tandem t:slim x2 insulin pump. According to the patient, a neighbor became concerned after hearing dogs barking at the residence and contacted emergency services. The patient was transported to abbott hospital on (B)(6) 2026. The patient reported being informed that her bg measured approximately 780 mg/dl and a self-report of diabetic ketoacidosis (dka) with no medical diagnosis confirmation. The patient was unable to recall the corresponding cgm readings because she was unconscious during the event. The patient declined to provide information regarding medications or treatments administered during the hospitalization. The patient remained hospitalized for monitoring and observation. At the time of reporting, the patient described feeling ¿good¿ but remained under observation. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.